Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased, "there may have been a device malfunction, maybe they didn't replace the battery when they were supposed to." A request to perform a final device check was made. No other information is known at this time.